Event description:
Allegedly there was noise in the right hip.

Manufacturer narrative:
Investigation is not completion. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00614, 00616.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The device history was reviewed. The complaint history was reviewed. Product not returned for evaluation. No additional information has been provided other than noise and suspected mechanical problem in the joint. The patient had previously had a revision for ceramic on ceramic bearings. The DHR was reviewed for each and indicates that product met specification when manufactured. Analysis shows no trend for item/lot.